Event description:
On (B)(6) 2017, during the implantation of a 5mm amplatzer duct occluder (ado) a cobra was observed. The ado was not able to release from the delivery cable. The prosthesis was removed from the patient and a 6mm ado was used to finish the procedure successfully.

Manufacturer narrative:
The reported event of the deformation issue could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.